Manufacturer narrative:
Additional information: d4, h4.

Event description:
During a ventricular tachycardia ablation procedure, a pericardial effusion occurred in the right ventricle. The patient became hypotensive and an echocardiogram revealed an effusion for which a pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.